Manufacturer narrative:
The insulin pump was received with button error alarm and the act button had intermittent response due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection. The device had minor scratches on the lcd window, cracked case at display window corners, and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump was alarming button error. He didn't know his blood glucose level at the time the alarm occurred, but prior it was 168 mg/dl. The device alarmed when he was attempting to resume the device since it was suspended. He was advised to discontinue use of the device, revert to his backup plan, and the device need to be replaced. He agreed to return the device for analysis.